Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings and compared to another meter (relion), and to a continuous glucose monitoring (cgm) device. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2025, at around 10:00 am. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿197 mg/dl¿ with the subject meter and compared the meter reading to an unspecified reading obtained on her other meter then to a reading of ¿137 mg/dl¿ obtained on her cgm device. The patient manages her diabetes with insulin lispro on a self-adjusting dose. The patient stated that based on the high reading of ¿197 mg/dl¿, she took an increased dose of insulin according to her doctor¿s recommendation. 1 hour later, the patient reported having a low blood glucose episode with symptoms of ¿feeling bad, sweaty, dizzy and like passing out¿. The patient reported treating herself using baqsimi (glucagon nasal spray) to raise her blood glucose levels. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca determined that an approved sample site was used for testing, that the correct testing process was being followed and that the test strips were in good condition. The cca noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.